Manufacturer narrative:
PMA / 510(k)#: k980987(syringe); k161170 (needle). Investigation summary: 1 actual unused sample in open package was returned for investigation the sample was not decontaminated. Observed brown embedded foreign matter on the syringe body and flange. Investigation conclusion: observed brown foreign matter on the syringe body and flange from the photo observed brown embedded foreign matter on the syringe body and flange. Fourier transform infrared spectroscopy (ftir) analysis: the foreign matter was sent for the ftir test to determine the foreign matter type. The ftir results shows that the spectrum has no good match available in the library but it indicates the presence of organic compounds. The complaint is confirmed and product is out of specification. Root cause description: based on the ftir results, the spectrum has no good match available in the library but it indicates the presence of organic compounds. Since there is the presence of organic compounds, the foreign matter could be polypropylene (degraded). CAPA# (B)(4) had been raised to address foreign matter for syringe product. Probable cause for embedded foreign is due to degraded polypropylene in the injection screw of the molding machine. Rationale: the following action had been taken: create a checklist, (B)(4) for cleaning on molding cavity and core plate/insert. Created standard work instruction, (B)(4) for the cleaning of mold and equipment. The affected batch is produced before the implemented action.

Event description:
It was reported that before use of the bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle there was an issue with foreign matter. The following information was provided by the initial reporter: foreign matter.